Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient had shooting pain in her knee at the end of trial procedure. The patient was prescribed lidocaine cream. The physician does not believe that the pain was procedure related. The patient was doing well.